Event description:
Info rec'd indicates that during surgery the clamp cover reportedly came off the device clamp. The cover was retrieved intraoperatively and a new device was used to complete the surgery. No reported consequence to the pt.